Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The physician attempted to advance the faradrive into the left atrium. The team advised applying suction through the side port to maintain negative pressure while removing the dilator. Despite repeated attempts, a significant amount of air bubbles continued to appear. The team suspected a possible leak in the side tubing. The physician then elected to replace the device with a new faradrive, and using the same negative pressure technique, no further air bubbles were observed.